Event description:
The patient presented in-clinic after experiencing episodes of syncope. Upon investigation, episodes of oversensing resulting in pacing inhibition were observed on the device. The patient was hospitalized, and the device was later explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of sensing anomaly, pacing anomaly, and capture anomaly could not be replicated in the laboratory. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Additional information received indicated the capture threshold had been gradually increasing prior to the reported event, which resulted in episodes of loss of capture.